Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient had a full system explant on (B)(6) 2017 due to having a shocking sensation. It was also noted that a pre-operative impedance check indicated that contacts 4 and 15 were greater than 10,000 ohms. All other electrodes were within range. This result was not new and had been observed prior. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. The patient did not have a replacement product implanted, but it would in the future. The rep would return the ins, two extensions, and lead. No further complications were reported/are anticipated.

Manufacturer narrative:
The conclusion code no longer applies to the lead (B)(4) and the conclusion code applies to it. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708120 ,serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension, product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension, product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead, product ID: 3550-39, product type: accessory and product ID 3550-39, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that the system was explanted after the patient reported having shocking. The rep indicated that the lead/extension/accessory had breakage. There was no patient injury reported. The implantable neurostimulator (ins), two extensions, lead, and two anchors were returned for analysis. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the shocking sensation and high impedances remains unknown. The patient's weight was estimated to be (B)(6) pounds at the time of explant. No further complications were reported or are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6)2014, explanted: (B)(6) 2017, product type: extension. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Product ID: 3550-39, product type: accessory .product ID: 3550-39, product type: accessory. Analysis found the ins was functionally okay and there were only insignificant anomalies. Analysis of the extension (B)(4) found that the outer insulation was melted from explant and insignificant anomalies were found. Analysis of the extension (B)(4) found that it was cut during explant and insignificant anomalies were found. Analysis of the lead found that the #4 and #7 conductors were broken 12.1 cm from the distal end and the #8, #14, and #15 conductors were broken 3.0 cm from the proximal end. Analysis of both anchors found no evidence of anomalies.

Event description:
Additional information from the representative on (B)(6) 2017 indicated that the patient was less than (B)(6). The representative had not seen the diagnostic report yet so the cause was still unknown. This information was confirmed with the physician/account. No further complications were reported.